Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011 (patient ID, age, and weight are unknown). According to the complainant, the physician had difficulty getting past the cervix as there was stenosis. The physician paused the machine and attempted to dilate the cervix more. The procedure was resumed and a 10cc fluid loss alarm occurred during the heating phase. A second physician assisted in additional dilation. Once inside the cavity, a large fibroid was noticed. When the ablation was started, a second 10cc fluid loss occurred, which "may have been caused by cavity expansion." No cervical leak or injury was noticed. The procedure was resumed and another 29cc fluid loss alarm occurred. Again no cervical leak or injury was noticed. Ablation was resumed and a 50cc fluid loss alarm occurred. The case was aborted. A tubal ligation was subsequently performed and completed during which the physician noted something "abnormal" with the patient's "right side tube". Follow-up obtained indicated the "abnormality" on the right side tube "almost looks blanched" according to the physician. There is no alleged deficiency with the hta system as no cervical leaks, burns or perforations occurred, which the physician confirmed. However, this event is deemed MDR reportable because this "un-confirmed" and possible "blanching," which may be attributed to the "cauterization" process utilized in the tubal ligation procedure, may also be the result of fluid escaping during the ablation portion of the hta procedure. No patient treatment was administered nor required. The patient's current condition is reported to be "good."